Event description:
As reported, during placement of a PICC, the floppy tip of the guidewire (which had been kinking during insertion) unraveled and was stuck in the patient. The radiologist removed the wire under fluoroscopy. There was no injury to the patient. It was reported that the guidewire would be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. A review of the (B)(6) 2010 (B)(6) complaint report for trending did not note any adverse trends for the product family of vaxcel pasv PICC and the failure mode of "guidewire unraveled". Returned by the end user was an unused guidewire from a packaging lot other than what had been reported in the original event description. The guidewire was examined against the incoming inspection specifications and testing. It was found to meet specification and functioned as intended. (B)(4) guidewire supplier, lake region medical performed a device history review of the originally reported packaging lot. Their records indicate the product met all specifications prior to shipment. As the used sample was not returned for evaluation, there is no indication that the failure was the result of a manufacturing related defect, and the exact cause of the event is unable to be determined. The directions for use packaged with the product contains a caution regarding the guidewire: "never withdraw the guidewire through the needle as this could damage the guidewire. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the guidewire as a unit." (B)(4).